Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had a damaged upper display lcd. There was a horizontal line visible on lower portion of display lcd. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: d4(version or model #, catalog #, unique identifier (UDI) #: n/a, initially it was mentioned as (B)(4)). Additional point of contact: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) the lcd display was replaced along with the new display mounting plate and video receiver cable to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.